Manufacturer narrative:
Further information was requested but not received . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient had infection at the ipg site and during the procedure when the physician opened the ipg pocket site it was full of pus and so the physician decided to explant the whole system .

Manufacturer narrative:
No explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.